Event description:
The customer observed falsely depressed hemoglobin results generated on the alinity hq processing module for a 17-year-old male patient. The following data was provided: sid: (B)(6) initial run: (B)(6) 2026 07:57 pm hgb 4.84. Rerun: (B)(6) 2026 09:53 am. Hgb 10.3. No impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the alinity hq serial number (B)(6) to address the customer¿s observation of falsely depressed results. The instrument service history review revealed no additional tickets related to the complaint issue. A review of tracking and trending did not identify any trends regarding the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was found to be adequate for the complaint issue. Based on our investigation, no systemic issue or deficiency was identified. Section a patient information: refer to section b5 for complete patient information.